Event description:
It was reported that pump had charging port issues. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no additional information was received regarding the outcome of the event.